Event description:
It was reported to boston scientific corporation that an overstitch suture was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2025. During the procedure, the needle body became bent and misaligned. As a result, three suture anchors were also bent. The procedure was completed using the third suture after a 30-minute procedural delay, despite the bending/misalignment observed. There was no patient complications reported as a result of this event. This is the first of three overstitch sutures used in the same procedure with the same overstitch ess device.

Manufacturer narrative:
Block d4, h4. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a040609 is being used to capture the reportable event of anchor bent. Device evaluation: block h11. The overstitch suture was not returned. A media analysis was performed. The attached documentation includes a picture showing the patient's anatomy during the surgical procedure, where the overstitch suture can be identified; however, it is not possible to identify any damage because the picture is not clear. The reported event of anchor bent could not be confirmed. Based on all gathered information, the probable cause selected is unable to exclude device problem, because there is not enough evidence to determine whether the anchor bent was due to the physician's technique during the procedure or was related to a device malfunction. For the event prolonged episode of care, it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. For this reason, it will be classified as cause not established. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Additionally, the evidence from the product record review did not identify a potential product quality issue or new patient harm.

Event description:
Note: this report pertains to the first of three overstitch sutures used in the same procedure with the same overstitch ess device. It was reported to boston scientific corporation that an overstitch suture was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2025. During the procedure, the needle body became bent and misaligned. As a result, three suture anchors were also bent. The procedure was completed using the third suture after a 30-minute procedural delay, despite the bending/misalignment observed. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a040609 is being used to capture the reportable event of anchor bent.